Manufacturer narrative:
It was reported that a 64-year-oldmale underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that there was a deflection issues with the catheter. The curve deflection was damaged and the locking system failed. The catheter was replaced and the procedure was successfully completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch¿ bi-directional navigation catheter. Per the reported events, several tests were performed. The magnetic force, temperature, electrical, flow, and deflection features were tested. In accordance with bwi procedures, the electrical test was performed, and it was found within specification, afterwards, the deflection test was performed, and the catheter failed the test since it was only partially deflecting. Therefore, the catheter was dissected from the tip. It was determined that the t-bar was slid down from its place, causing the improper deflection condition. Then the catheter was connected to carto3 system and errors 105 & 106 were displayed on the screen. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the blue paired wires to the sensor was found. Concluding an internal failure of the sensor. No electrical issues were found. The generator test was performed, and the catheter failed the test since the catheter was not showing temperature values when it was connected to generator. Therefore, the catheter was dissected from the tip. It was determined that there is a loss of electrical resistance from the cut to the dome creating the temperature issue. A flow test was performed, and the catheter failed the test since the dome was partially occluded by reddish material. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: stress problem identified (c0706), open circuit (c0205), operational problem identified (c13) and open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: clamp (g0405203) were selected as related to the reported deflection issue. Additional investigation conclusion codes of open circuit (c0205), operational problem identified (c13) and component codes of electrical lead/wire (g02015), dome (g04046) and sensor (g03012) represent findings of wires broken, irrigation tip occlusion and biosensor damage. These findings are not considered to be MDR reportable malfunctions. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-nov-2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed no damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475197m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-oldmale underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that there was a deflection issues with the catheter. The curve deflection was damaged and the locking system failed. The catheter was replaced and the procedure was successfully completed. A 15 minute delay was reported. The customer¿s reported deflection issue is not considered to be an MDR reportable malfunction since the most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. It was also reported the patient had cardiac tamponade and a pericardiocentesis. There is no further information about the hospitalization and if any additional intervention was performed or patient status. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.